Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, during normal use, when the package is unpacked and found that there is no needle cap on the tip of the needle, stop using it immediately. No harm was caused, but the package was opened and the needle tip wu needle cap was found. No other information was provided.